Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was failed. A field service engineer contacted the unit and worked with the user to recover the pocket, but the attempt was unsuccessful. It was determined that the medication packaging was jamming the lid closed. The user was instructed to contact the pharmacy for assistance in recovering the pocket. The pharmacy successfully recovered the pocket. The system functioned as intended after the field service engineer investigated the issue.